Manufacturer narrative:
Update to describe event or problem.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device screen has many scratches and dents and is not functioning as expected. When a new screen protector is placed, the device begins screen calibration immediately. It is unknown if this occurred while in use on a patient, however, no patient or user consequences or impact have been reported.

Event description:
It was reported to philips that the device has a screen issue. No patient harm or injury has been reported.

Manufacturer narrative:
Device problem code updated.